Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged failed battery test alarms and cosmetic damage at the battery tube threads found on (B)(6) 2021. Pump passed displacement test and active current measurement. Pump failed self test due to pump error 75. Pump received with high sleep current and failed sleep current test, problem isolated to moisture damage on the j6 connector on pcba 1 and internal battery. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified the pump alarmed pump error 75 in pump downloaded history on (B)(6) 2021 at time 22:09:24.000 due to moisture damage on pcba 1 and internal battery. Verified the pump alarmed failed battery test thirteen times in pump downloaded history on (B)(6) 2021 starting at time 21:43:44.000 due to corroded battery tube. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, and pcba 2. Pump error 75 due to faulty internal battery isolated to moisture damage. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, pillowing keypad overlay, and corroded battery tube. Pump received with high sleep current and failed sleep current test, problem isolated to moisture damage on the j6 connector on pcba 1 and internal battery. Pump failed self test due to pump error 75 isolated to moisture damage. No other unexpected alarms occurred during testing, however, cosmetic damage confirmed at the battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Insulin pump had change the battery but when change the battery the pump keeps alarming with a battery failed. Customer stated that attempted multiple new batteries but the pump continued to alarm with battery failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.